Event description:
It was reported that during reprocessing of a bowl grasper instrument the casing was peeling off midway down the shaft. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. Black tube insulation was damaged between the distal and proximal ends. The insulation was gouged in various places and had pieces of insulation lifted up. The metal shaft was exposed as a result. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.